Manufacturer narrative:
The exact date of death is unknown. As it was reported that the patient expired sometime in (B)(6)2017, the default date was selected as (B)(6) 2017. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse at a user facility reported that a peritoneal dialysis (pd) patient had expired sometime in (B)(6) 2017. The exact date of death is unknown. The cause of death is unknown. There is no information indicating that the patient was performing pd treatments with fresenius products at the time of death. No other information related to the circumstances surrounding the patient's death has been received. There has been no allegation of defect or malfunction against any fresenius product. No further information has been made available at this time.